Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact and all buttons responded to presses appropriately; however, there was evidence of contamination under all keypad key contacts.

Event description:
The pt claimed that the audio bolus button and the down arrow button were intermittently activating the desired pump functions. The pt denied exposing the pump to moisture and stated that the keypad and pump are intact. There was no adverse event associated with this complaint. The pump was replaced.